Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in the operating room for device change out due to normal eri, externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced. The patient was fine following the procedure.